Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the cosmetic damage. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer was not confirmed for lock reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received and it dose not complete the boot cycle due to electronic parts failure. Cracked battery tube thread noted.